Manufacturer narrative:
Follow up conversation with patient, physician. Results: no conclusion can be drawn at this time.

Event description:
Patient underwent a 2-level x-stop ipd procedure and reported to have had alleviation of symptoms post-procedure. It was reported that at approximately 8 months after the procedure, the patient began having back pain without neurological symptoms. A fluoroscopic image revealed that the implant at one level was not in its original position. The patient has not undergone any further treatment and is managing pain with conservative treatment. The patient has reported no neurological symptoms.